Event description:
This is 3 of 3 reports linked to mfg report numbers 3004608878-2026-00018 and 3004608878-2026-00019: a facility reported that the patient was in the prone position for a craniotomy procedure and slipped from the mayfield swivel adaptor (a1018). This resulted in an inch and a half deep laceration to the patient's left scalp which required suturing. Additional information has been requested.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The unit has worn teeth on the swivel sleeve, the threads on the torque knob are damaged, and the washers and retaining rings are worn. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and also noted that the unit is heavily worn. To resolve the issues, the swivel sleeve, washers, retaining rings and label will be replaced. Root cause - the complaint is confirmed via inspection of the unit due to being heavily worn with damaged torque knob threads. The probable root cause is routine wear and rough handling of the unit. Additionally, improper or suboptimal placement of the mayfield system can contribute to movement of slippage of the patient. No further corrective action beyond the aforementioned repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.